Event description:
Ac adapter was sparking at "l" connector. Ac adapter was used with ltv. Ac adapter was pulled by pt sufficiently enough to weaken and destroy wiring at the "l" connector. The malfunction, sparking, was caused through misuse of the ac adapter cord.